Event description:
It was reported by the customer that a pyxis medstation es system was unable to override. The customer reported that the medication (ads ID 07011452, heparin flush 10u/ml in a 3 ml syringe) was not listed for override by the nurse, and there was a delay in dispensing medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the medication were unable to override. A technical support specialist instructed following steps to the customer to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.